Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 63-year-old female patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. The pump was placed and an impella rp as well. The cp was supporting for 2 days when the pump was removed and replaced due to optical signal loss. The second pump was successfully placed.

Manufacturer narrative:
The investigation low pump flow has been completed. The impella device was not returned for evaluation. The cause of the low pump flow issue was most likely patient condition related to low blood volume, based on given clinical details and data log review. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-21759.